Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain. Perforation of the right ventricle was observed via ultrasound. The patient was stable and admitted to the hospital. The lead was repositioned and remains implanted. The patient was fine.